Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter (paramedics meter). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2017 at 9:45pm. The patient stated that she obtained alleged inaccurate high result of ¿119mg/dl¿ on the subject meter compared to 55mg/dl on the other meter, performed less than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with a combination of medications including toujeo insulin and humalog on a sliding scale. She reported that 15 minutes before obtaining her first result she had consumed less food /drink. The patient reported that at the ¿same time¿ she obtained the result of 119mg/dl she developed symptoms of sweating shakes, blurry vision and incoherent. The patient detailed that she received IV glucose from a hcp and 45minutes later obtained a blood glucose result of 200mg/dl on an ems meter. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the blood sample was taken from an approved sample site. The correct testing steps were carried out, the test strips were stored correctly, within expiry date and the test strip vial was neither cracked nor broken. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.